Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the completed investigation results. One used 6fr angio-seal vip device was returned for product evaluation. The hemostasis sheath was returned mated with the carrier tube assembly along with the arteriotomy locator. No other components were returned for evaluation. Visual inspection revealed the locator was found to be in a curved shape. The deployment sleeve of the carrier tube was found in full rear lock position with color bands fully exposed. The anchor can be seen at the distal tip of the sheath. The tip of the sheath was found to be mutilated halfway along the length of the sheath with a sharp object. No functional testing was possible since the state of the returned device was fully in a deployed state. Based on the finding of the evaluation, the complaint could be confirmed for the failure mode of "pullout". The cut observed on the distal tip of the hemostasis sheath was likely inflicted by the user to verify that the presence of the anchor within the sheath. The likely root causes for the alleged issue of "pullout" may include failure to position the device sleeve in the full forward lock position or an obstruction to the anchor posting to the distal tip. Based on the available information, the exact cause of the issue cannot be determined. The device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the fmea.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the angio-seal footplate did not deploy from the catheter. There was no patient injury/medical or surgical intervention required. The patient was in stable condition. The procedure outcome was successful. There were no other devices or equipment used with the reported product. Additional information was received on 09dec2020. The procedure being performed prior to the use of the angio-seal was a peripheral angiogram. A 6fr procedural sheath was used. A pre-deployment angiogram was performed. Hemostasis was achieved by manual compression.